Manufacturer narrative:
Concomitant medical products: product ID: ddmb1d4 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited low tip to coil pacing impedances. The lead will continue to be monitored, and remains in use. No patient complications have been reported as a result of this event.